Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s therapy turned off, so they tried charging but noted the ins recharger (insr) was blank and beeping. It was noted the ins was in a discharged state due to the beeping insr. The patient was instructed to reset the insr but troubleshooting could not be performed due to lack of access to the product. The patient also reported their patient programmer was showing the ¿charge ins¿ warning screen. When asked about symptoms the patient stated they had ¿been without this thing for two days and it¿s been a horrible weekend.¿ no further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-oct-20. It was reported that they didn¿t know what circumstances led to the therapy turning off. The patient stated that it would just seem to turn off periodically and was still doing it. In order to resolve the issue, the patient stated that they ¿turned it off and back on.¿ it was noted that the patient was still experiencing the issue and wouldn¿t feel stimulation when the therapy would turn off. The patient mentioned that they were working with a manufacturer representative about the issue. The patient was redirected to their healthcare provider (hcp) to have the device checked, as the issue was still occurring. No further complications were reported or anticipated.